Event description:
A report was received that the patient underwent an explant procedure due to an infection and skin erosion at the pocket site. The patient is prone to infection and the pocket site would not heal. The physician does not believe the infection was device or procedure related. The patient was formerly on antibiotics. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial#: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.